Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the controller display did not reveal any defects or errors. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was awoken from sleep by low flow alarm. When he sat up, the controller display was found totally blank for a couple of seconds before the parameters were displayed, while the controller was connected to ac adapter. The whole display went blank without lighting up alarm indicator. The patient did see the display turning all solid black during resuming normal function. No abnormal symbol seen on the display. No other observer beside patient during the incident. The room was dark and patient claimed the environment did not affect visibility of the controller display. Controller display spontaneously returned without any intervention. Only one time encounter of such incident. No double power disconnection, no pump stop/restart, no electrical fault alarm and no controller fault alarm recorded in log file. The time of controller display being blank was not measured by the patient. Additionally noted that there was no physical damage to the controller. There was no impact to the patient.